Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 144 mg/dl at time of report. Reportedly, the customer declined further troubleshooting from tandem technical support as the customer stated the issue was "resolved".